Event description:
Boston scientific received information that the patient with this right atrial lead experienced dizziness. Upon testing, intermittent loss of capture and dislodgement was noted. During the lead revision procedure, the lead could not be affixed adequately with several repositioning attempts. The lead was explanted and tissue was noted in the helix. A new lead was successfully implanted. No further adverse patient effects were reported.

Event description:
Boston scientific received the lead for analysis testing.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. The lead is scheduled to be returned. When the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted tissue entwined in the helix and the coils were compressed due to handling damage. The helix was in good condition with no sign of damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and dislodgement. Analysis testing confirmed that tissue was entwined within the helix.